Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10.concomitants: 4311314 02-012-44-2513 - logic tibia implant psc insert, sz 2.5, 13mm. 4577722 02-012-41-2525 - logic tibia traptray cem sz 2.5f/2.5t. 4638491 200-02-32 - three peg patella 32mm. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2017 and then approximately 5 years, 5 months later was revised on (B)(6) 2022. Revision operative report of (B)(6) 2022-failed left total knee arthroplasty secondary to aseptic patellar and femoral loosening. Revised to competitor¿s devices. Procedure: a complete synovectomy was performed. The polyethylene was removed, there was minimal wear. The patella component was grossly loose, and it appeared there was an old patella fracture with large inferior fragment fibrously united. The femoral component was grossly loose, there was moderate bone resorption and necrosis in the medial femoral condyle. The tibial was loosely affixed and removed without difficulty. Sterile dressings were applied, and the patient was awakened and transferred to the recovery room. No complications. Hospital care: admitted (B)(6) 2022, discharged (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
User-related considerations: there were no user-related issues reported that appear to have contributed to the reported event. Patient-related considerations: there are no patient conditions reported that appear to have contributed to the reported event. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, tibial loosening, patellar loosening, and/or suspected prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code.